Manufacturer narrative:
The autofill process purges and replaces the intra aortic balloon and extension catheter with pure helium and automatically occurs every two hours. During this cycle, the iabp pauses assist to purge and refill the balloon catheter circuit and then resumes assist once complete. The operator can manually initiate an autofill at any time by pressing and holding the iab fill key, which also resets the two hour timer. If the two hour interval expires while in standby mode, the autofill will occur one minute after returning to assist mode. Autofill can also be triggered automatically by changes in local atmospheric pressure, such as during air transport, to keep balloon pressure acclimated to conditions, typically around every one thousand feet of ascent or two thousand feet of descent. If the autofill process fails to properly purge and fill the pneumatic module, an autofill failure message and audible alarm will activate, and corrective guidance can be accessed using the help key.

Event description:
It was reported during routine check by customer that cardiosave intra aortic balloon pump (iabp) had autofill failure alarm. No patient involvement.

Manufacturer narrative:
Updated field: b4, d9(return to manufacture date), e3, g3, g6, h2, h6(type of investigation, investigation findings, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) inspected the unit and confirmed the customer reported issue of autofill failure. The fse replaced the pneumatic module assembly, which resolved the problem. Following the repair, the unit passed all applicable calibrations and functional checks in accordance with the manufacturers specifications. The unit was confirmed to be operating properly and is now ready for patient use. The failure analysis and testing department received pneumatic module assy, with a reported unit failure of autofill failed. The fat dept. Performed a visual inspection of the component received and confirmed that no physical damage or abnormalities were observed. The fat department installed part pneumatic module assy into cardiosave test fixture serial and tested to factory specifications per procedure and the cardiosave service manual. The fat department performed autofill tests then all manifold tests and did not detect any anomalies. The pim also passed the functional test and met the required acceptance criteria. Retaining the pneumatic module assy in the fat dept. Per procedure. The most probable root cause is attributed to an intermittent condition does not present during testing. This is consistent with potential component reliability factors, such as early-stage fatigue or minor fluid ingress, which may have temporarily impacted performance.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected field: h11. A getinge fields service engineer (fse) was dispatched to evaluate the unit and could reproduce the issue of autofill fse replaced pneumatic module assembly. The device passed all applicable calibrations and function checks per manufacturer specifications and is now ready for patient use.